Event description:
It was reported that "no time to eri" estimate appears on the follow-up screen. The device remains implanted at this time. On (B)(6) 2011, additional information was received that the battery/lead telemetry test yielded a value of 60 kohm for battery impedance and a battery voltage value of 0.01 v. The longevity estimate provided by the device read one year and nine months until eri would be reached. All other follow-up data were normal. It was recommended that this device be explanted. This even now qualifies as a medwatch reportable event.